Event description:
Customer reported via phone, she has been having reoccurring issues with air bubble in the reservoir. The reservoir has one big bubble and a few small ones. Customer was able to purge the big air bubble out. Customer's blood glucose was 310 mg/dl. Troubleshooting was not performed as customer disconnected the call. The reservoir is not being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.